Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up and down arrow buttons were sticking for a couple months. The reporter stated that at times the pump would scroll through screens. The patient reportedly wore the pump in an undergarment and cleaned the pump with a damp cloth. This report is made based on the allegation of the sticking buttons issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.